Event description:
No new information.

Manufacturer narrative:
Corrected data: g1. H6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that a patient underwent revision surgery approximately four years post-operatively to address two yukon polyaxial screw neck fractures. It was further reported that the patient was complaining. This report captures the second of two screws.